Event description:
Bayer medical care inc. Was informed that a 76-year-old male had experienced st segment elevations and chest pain during a left heart catheterization for stable angina while connected to a medrad® mark v provis injection system (sn: (B)(6). The medical staff suspected a potential air injection occurred while the injector was connected to the patient; however, this was not confirmed on the images from the procedure. Following development of the reported symptoms, medication was administered to the patient, and a balloon pump was inserted. Within 3-5 minutes, the patient had returned to baseline and the balloon pump was removed before the end of the procedure. The patient was reported as being stable and was discharged.

Manufacturer narrative:
A system service check of the medrad® mark v provis injection system, serial number: (B)(6), was performed on october 24, 2024, which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the procedure were discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables used during the procedure; therefore, testing of retained samples was not possible. The offer of additional clinical applications training was accepted by the customer and was provided by the clinical performance center on october 23, 2024. The medrad® mark v provis injection system operation manual cautions the user as follows: warning: do not connect a patient to the injector until all trapped air has been cleared from the syringe, connector tubing and catheter. Air embolism can cause patient injury or death. Operator vigilance and care, coupled with a set procedure is essential to the avoidance of air embolism. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event. Note: the manufacture date for this device is march 23, 2010 which was prior to the UDI implementation date of september 24, 2016 for class ii devices. As such, this equipment was not yet required to bear UDI marking and/or reported into the gudid database at the time.